Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Evaluation summary: (B)(4) performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impedance led to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
It was reported that the patient reported being fatigued and the device was found to have reached elective replaced indicator early due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of the event.